Manufacturer narrative:
(B)(4). A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis treatment. The blood leak was reported to be internal and visible. No dialyzer damage was identified. The machine did alarm. The patient's estimated blood loss was approximately 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device was not available for evaluation as it was discarded by the user facility.